Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the left ventricle was ruptured and a cardiopulmonary extracorporeal circulation device was inserted. Lower limb ischemia occurred and the patient expired. The device will not be returned.

Manufacturer narrative:
Additional information was received that the patient died eleven days post implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted and will not be returned, therefore no product analysis can be performed. The date of death is an approximate date, as the exact date of death was not provided. Multiple attempts to obtain additional information regarding this event have been unsuccessful. Should additional information become available, a supplemental report will be submitted. (B)(4).